Manufacturer narrative:
The actual device was not available for evaluation, however pictures were provided to confirm the complaint. Based on the limited information we had to investigation, it appears that excessive force by the end user may have caused the blade breakage. The root cause was user error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges: "blade broke in half as surgeon was cutting patient, this is a major safety concern and should be reported to the manufacturer aspen. The surgeon was cutting into the patient's soft tissue. No significant delay in procedure, and no injury to patient."